Event description:
It was reported that during procedure, in the vessel the subject stent distal segment was not opening. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.